Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 9cm-10cm depth marking. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ a permanent kink impression was seen in the catheter, also between the 9cm-10cm depth markings an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw1442 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC has been leaking for a couple of days. Users weren¿t sure if it was serous fluid or his antibiotic. Conducted fluoro that showed an area of suspicion (well first it was noted to have a kink in it so it was straightened out under fluoro). Users decided to do an otwe and found that there was a small break in the PICC at around the 9 cm mark. Patient required an 'over-the-wire-exchange' to replace his PICC

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC has been leaking for a couple of days. Users weren¿t sure if it was serous fluid or his antibiotic. Conducted fluoro that showed an area of suspicion (well first it was noted to have a kink in it so it was straightened out under fluoro). Users decided to do an otwe and found that there was a small break in the PICC at around the 9 cm mark. Patient required an 'over-the-wire-exchange' to replace his PICC